Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance on the left ventricular (lv) lead. The patient was brought to an in-office check and no noise was observed. The thresholds were stable. The plan is continuing to be monitored. At this time the product remains in service and no adverse patient effects were reported. Additional information was received that this lv lead recorded a gradual increase in pacing impedance measurements over time. The plan is to continue to monitor and increase the upper limit for the impedance alert. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance on the left ventricular (lv) lead. The patient was brought to an in-office check and no noise was observed. The thresholds were stable. The plan is continuing to be monitored. At this time the product remains in service and no adverse patient effects were reported.